Event description:
It was reported that a remote alert was received for a high, out of range (>3000 ohms) pacing impedance measurement from this right atrial (ra) lead. Upon device data review, it was noted the high impedance resulted in a lead safety switch (lss) and myopotential oversensing. Boston scientific technical services and provided programming recommendations. The physician elected to reprogram the device to unipolar sensing to resolve the event. However, several months later in (B)(6) 2021, another remote alert was received for a high, out-of-range ra pacing impedance measurement (~2000 ohms). The physician is currently continuing with normal follow-ups and this ra lead will be reassessed at an unspecified date. The patient was stable with no adverse effects and this ra lead remains implanted and in service.

Event description:
It was reported that a remote alert was received for a high, out of range (>3000 ohms) pacing impedance measurement from this right atrial (ra) lead. Upon device data review, it was noted the high impedance resulted in a lead safety switch (lss) and myopotential oversensing. Boston scientific technical services and provided programming recommendations. The physician elected to reprogram the device to resolve the event. The patient was stable with no adverse consequences and this ra lead remains implanted and in service.